Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the patient last charged the ipg approximately 3 years ago. As such, the ipg became inoperable. As a result, surgical intervention may take place to address the issue.